Event description:
It was initially reported that a dye study confirmed that the catheter had pulled away from the pump. Later, it was reported that the catheter had not pulled away from the pump. It was believed that the pump was getting close to end of life so it was replaced. The patient experienced lethargy and went into slow withdrawal. A dose increase was done in the days to weeks prior to the pump replacement. The pump was used to deliver lioresal; concentration and dose were not provided.

Manufacturer narrative:
(B) (4).